Event description:
The physician inserted endopeanut 5mm into the pt's abdominal cavity and proceeded to exit the port, the white tip of the endopeanut disconnected from the stem. It was retrieved from the pt's abdominal cavity with no adverse effects.